Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a reduction and internal fixation of a femoral shaft fracture and bone graft surgery under general anesthesia. After insertion of the artificial bone graft it was found that a piece of the plastic from the injector was missing. The surgeon failed to find the broken piece and closed the wound of the patient.